Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to high, out-of-range right ventricular (rv) lead impedance. The lss automatically changes the pace/sense configuration of the device to unipolar. Technical services recommended evaluating the sensing function in the bipolar configuration and if no signal noise was present, to keep the pacemaker programmed to bipolar sense and unipolar pace. The pacemaker and rv lead (device model unknown) remain in service and no adverse patient effects were reported.